Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-16876, related manufacturer reference number: 2017865-2020-16878. It was reported that it was previously noted that the right ventricular (rv) lead had intermittent loss of capture, which the physician believed was due to dislodgement. The lead was revised on (B)(6) 2020. The patient later presented in the hospital where it was discovered that the patient's rv lead was capturing every 3rd beat, although the rv capture threshold was normal. This caused the physician to believe that the loss of capture may be due to a battery issue. The physician planned to replace the rv lead and the pacemaker, however during the procedure the right atrial (ra) lead dislodged, so the physician elected to remove and replace the ra lead as well. The whole system was explanted and replaced, and upon inspection it was noted that the ra lead helix was not fully extended. The patient was in stable condition throughout.